Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the insulin amount in the cartridge was below 30 units, the pump did not function properly. The customer did not receive alerts or alarms when the issue occurred; however stated that blood glucose (bg) level was in the 100-300 mg/dl range when the issue occurred and would not decrease until the cartridge was changed. Reportedly, the customer completed a cartridge change and continued to use the pump for insulin therapy.